Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after hearing an alert. The alert was noted to have been triggered due to non-sustained episodes and short v-v intervals. Possible t-wave oversensing was observed that was indicated to have been intermittent. The patient's electrolytes were indicated to be out of whack. Reprogramming was performed to change the sensitivity. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.